Manufacturer narrative:
Concomitant medical products: 5086mri lead, implanted unknown. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were suspected to have fractured insulation and lead 'scuffing' was noted. Both leads also exhibited far field oversensing. The right ventricular (rv) lead exhibited a high volume of short ventricle to ventricle intervals. The leads remain in use. No patient complications have been reported as a result of this event.